Event description:
Related manufacturer reference number: 2017865-2022-06538. It was reported that the patient presented for implant of the right and left ventricular leads. During the procedure right ventricular lead helix mechanism failure as observed. The left ventricular lead was damaged during implant. The leads were not implanted. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of helix mechanism issue was confirmed. A complete lead was returned for analysis in once piece. Final analysis found the inner coil over torqued at the connector pin and clogged of blood/tissue at the helix consistent with procedural damage. Electrical testing found an internal shorts consistent with procedural damage. No other anomalies we found.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned for analysis in once piece. Final analysis found the inner coil over torqued at the connector pin and clogged of blood/tissue at the helix consistent with procedural damage. Electrical testing found an internal shorts consistent with procedural damage. No other anomalies we found.